Manufacturer narrative:
The device was received partially deployed. The formed needle protruded past the needle well. Opening of the device revealed to the investigator a hard cannula dislodged from the slide retract, indicating the incorrect installation of the hard cannula. The incorrect installation of the hard cannula resulted in the needle's failure to retract. The incorrect installation of the hard cannula resulted in the damages to the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours the needle had not retracted upon initial activation.